Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified fold creases and brown particles. Leak test and microscopic analysis were performed which identified wear abrasion and a sharp opening in the same location of crease. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was a sharp crease opening assessed as fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation and "probable capsular contracture", baker grade unknown. Device has been explanted.